Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 16mmol/l. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer was advised to change reservoir. Customer changed everything out, rewound and prime. Customer tried a 5 unit fixed prime, pump did not alarm. The customer was advised that reservoir had an occlusion. The customer was advised that we would request replacement for reservoir.